Event description:
A leak was reported in a nc sprinter rx balloon dilatation catheter (diameter 3.5mm, length 15mm). The leak was noticed prior to first inflation of the device during a ptca procedure. No further information has been provided. No patient injury occurred and no clinical sequelae have been reported.

Manufacturer narrative:
(B) (4). Evaluation, results: (no patient returned). Conclusions: (lack of additional information).